Event description:
The customer reported to customer service that she had mastitis. During follow up with the customer, she reported that she was prescribed augmentin, an antibiotic, and was feeling better. The customer insisted that her pump in style breast pump was working as normal and was not at fault for the mastitis.

Manufacturer narrative:
The product involved in the complaint was not returned for eval/investigation at this time; therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan and wambach, fourth ed, p 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.